Manufacturer narrative:
**UDI related data quality updates only** h2: correction marked. D1: brand name updated to match gudid database entry.

Event description:
Lead was capped due to other/non-product experience.